Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition with asystole greater than two seconds. It was noted that the patient has experienced multiple syncopal episodes where they have fallen to the ground. A rv lead fracture was found to be the cause of the noise and the patient was scheduled for a revision procedure. The tachycardia therapy was programmed off in the device to avoid further oversensing. Current evidence suggests the rv lead remains in service and no additional adverse patient effects were reported.